Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to switch to multiple daily injections as a backup therapy and was informed that a replacement pump with updated software would be sent. The customer was also guided on how to store and return the malfunctioning pump, and understood the steps required upon receiving the replacement.